Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. During interrogation, the right atrial (ra) lead exhibited automatic mode switch (ams) episodes from noise over-sensing. No intervention was performed. The clinic will continue to monitor. The patient was in stable condition.